Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that she received a bg reading of 200 mg/dl from her dario meter compared to a bg reading of 106 mg/dl from her non-dario meter, which the user stated was a normal bg reading for her. Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the new dario strips and control solution were received, dario's representative followed up with the user. The user reported that she tested her bg with the new cartridge of strips and received readings that were in range for her. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 6th, the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported receiving from her dario meter bg readings of 119 mg/dl and 130 mg/dl one minute later, compared to bg readings of 108 mg/dl and 111 mg/dl four minutes later from her non-dario meter.